Manufacturer narrative:
Search for complaint trend against lot number. Search for associated nc and capas against lot number.

Event description:
According to the available information the device was explanted and replaced due to a tubing break at the right cylinder.